Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated, two suprarenal aortic extensions, and a limb extension. Upon follow up, computed tomography revealed an enlarging aaa sac on follow-up 5.6 cm in 2012 to 8+ cm on recent computed tomography. There was no visible endoleak on the scan or aortogram. Possible separation of right extension limb. Left extension placed due to disease progression and right extension placed to address possible separation although no leak demonstrated. No patient injury was reported.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event could not conclusively be determined as the device remains in the patient. Cautionary product use conditions that could have contributed to this event included a tortuous aneurysmal right common and internal (access morphology) and external iliac aneurysms. Patient factors that might have contributed to this event included antiplatelet therapy (aspirin).